Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Prior to inserting in the patient/during prep, the dcs syringe was utilized to eliminate air from the orbit system, but the coil (orbit rdfl complex mini coil) released. Another device was utilized to complete the surgery. Prior to connecting the dcs syringe to the delivery system, the coil hub was flush. A dedicated saline source was utilized to fill the syringe, and no leaks were noticed at any time in any section of the syringe or the coil hub. During purge, the syringe was taking to blue zone and the pressure held for 30 seconds, and the blue was not exceeded during prepping of the device. After the 30 seconds, the syringe gauge was not taking to position #2 orange zone. Two other coils were detached with the same syringe without exceeding position # 3 or the alternate detachment zone. The same syringe was utilized with other devices. After the event, no other damages were noticed on the syringe, coil delivery system or coil, and the coil is going to be returned for analysis. No further information was available.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube was inspected and several kinks were found on it. The introducer was found zipped without damage. The support coil, gripper and embolic coil, were found inside of the introducer, them were inspected and no damages were found. Gripper was inspected under microscope and no anomalies were observed. Embolic coil was still attached to the gripper and it was found without damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as "coil - premature detachments" was not confirmed due to the embolic coil was still attached to the gripper. The cause of the kinks on the hypotube could not be conclusively determined; however neither the DHR review nor analysis suggests that this issue could be related to the manufacturing process. Additionally, inspections are in place that prevents any damaged units from leaving the facility. The records indicated that the product meets specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Based on additional information, the event no longer meets the criteria for reporting. No further information will be forthcoming for this report/medwatch.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.